Event description:
It was reported that during a power cycle, the external pulse generator (epg) generated an error code and had a stuck button on the lower display. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
The external pulse generator (epg) was not returned. The status of the epg is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.